Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported device malfunction and the product was not returned. The lot history record (lhr) was reviewed for the reported lot and revealed no associated nonconforming material records (ncmr). The reported patient effect of intimal dissection is listed in the xience xpedition everolimus eluting coronary stent systems instructions for use (IFU) as a known patient effect of coronary stenting procedure. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality issue with respect to manufacture, design or labeling. The xience xpedition 48 is currently not commercially available in the us; however, it is similar to a device sold in the us. (B)(4).

Event description:
It was reported that the procedure was to treat a mildly tortuous, moderately calcified and 99% stenosed mid left anterior descending artery. Pre-dilatation was performed with a 2.5 x 15 unspecified balloon catheter. A 3.0 x 48 mm xience xpedition stent was deployed when a distal edge dissection occurred which was treated with another xience stent to complete the procedure. There was no reported clinically significant delay in the procedure. No additional information was provided.